Event description:
It was reported that the patient was experiencing shocking sensation on their lower back near the Implantable Pulse Generator (IPG) pocket site. The patient was also experiencing inefficient pain therapy and their IPG was also reportedly moving inside the pocket site. The patient's stimulation programs were optimized and patient was satisfied with the pain therapy. A procedure was planned to revise the IPG inside the implant site.